Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced no adverse events. The patient outcome was listed as alive with no injury.

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial # (B)(6) showed no anomalies.

Manufacturer narrative:
Concomitant products: product ID 39565, product type lead. (B)(4).

Event description:
It was reported that during an implant procedure, intraoperative impedances were greater than 40,000 ohms. A 5-6-5 paddle was used for trialing, which was attempted to be connected to the permanent implant by direct connect. When the extensions were placed into the stimulator, the 9, 10, 12, and 15 electrodes were out of range at greater than 10 ,000 ohms. The physician re-seated each tail after pulling out and re-inserting, but the issue worsened. The impedances increased to greater than 40,000 ohms, except on electrodes 5 and 11, which were 2992 ohms. The lead tested fine with the multi lead trialing cable, and all impedances were normal - around 923 ohms. The lead tails appeared fine visually. Another stimulator was used, which read normal on all contacts except for contact 10, which was greater than 40,000. The patient was closed and the lead was left as is. Additional information was requested, if available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).